Manufacturer narrative:
The field service engineer found rust on the base unit of the gear pump and replaced it. The investigation determined the issue was solved by replacing the gear pump, however, the cause of the rust could not be identified.

Event description:
The initial reporter received questionable hba1c results for multiple patient samples with a cobas 8000 cobas c 502 module. The reporter provided the following example of questionable results for one patient sample: on (B)(6) 2021, the initial result was 8.58%. On (B)(6) 2021, the repeated result was 5.14%. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.